Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event. The leakage was in the site due to which the patient pulled out his cannula. The patient replaced the cannula and resumed insulin deliveries successfully. No further information available.